Manufacturer narrative:
Concomitant medications: benazepril, amlodipine, coreg, xanax, vitamin d, asaproventil, spiriva, calcium plus vitamin d. A review of the manufacturing and sterilization records for the devices verified the lots met all pre-release specifications.

Manufacturer narrative:
Pxc141400/10645786.

Event description:
On (B)(6) 2014 a patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses, rmt261416/11928855 and pxc141400/10645786. On (B)(6) 2014 a fluid accumulation in the left groin was discovered and diagnosed as a lymphocele. This was not a pre-existing condition. The patient was treated with antibiotics. The fluid accumulation resolved and the patient was discharged from the hospital on (B)(6) 2014.